Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 26mm sapien 3 ultra valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of post-implantation-calcification was confirmed based on the provided medical record. The available information suggests that patient factors, such as diabetes mellitus and ckd, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h6; clinical code and type of investigation. Update to b5 and b7.

Event description:
Per medical record review, the transthoracic echocardiogram (tte) indicated a left ventricle ejection fraction of 35%, the bioprosthetic aortic valve with severe/critical stenosis, mild aortic regurgitation, and heavily calcified. The aortic valve peak/mean gradient was 110/68mmhg and an aortic valve area of 0.4cm2.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 4 years and 19 days post-transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the patient presented with stenosis. The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra resilia valve.